Manufacturer narrative:
(B)(4). Labeling indicates: no system errors: if you get a system error ¿ such as no readings, sensor error, or signal loss you won¿t get g6 readings or alarm/alerts.

Event description:
It was reported that the sensor failed during warm up. The sensor was inserted into the abdomen on (B)(6)2019. She stated that she had multiple failures during warm up and failed to check her glucose levels using her blood glucose (bg)meter. This led to a hypoglycemic event on the evening of (B)(6)2019. Due to the hypoglycemia she fell over and fell back onto the receiver, which then broke. She fainted, woke up early in the morning on (B)(6)2019, and went back to bed. No paramedics were called, and no other medical intervention was sought. She sustained an unspecified injury to her hand. At the time of report, the dexcom technical support representative who spoke with the patient felt that the patient was still under the shock effects of the event when she called, and strongly advised the patient to seek medical attention and to rely on her bg meter. The patient reported that she has pancreatic diabetes.